Manufacturer narrative:
(B)(4). Relevant tests/laboratory data: (B)(6) 2014: troponin I=not available-negative value; (B)(6) 2014 (00:00): ck=271 u/l, normal upper limit 250; (B)(6) 2014 (08:00): ck=445 u/l, normal upper limit 250; (B)(6) 2014 (00:00): ck-mb=35.8 ng/ml, normal upper limit 5.0; (B)(6) 2014 (08:00): ck-mb=56.2 ng/ml, normal upper limit 5.0; concomitant products: guide wire: hi-torque balance middleweight universal ii, hi-torque whisper ms; guide catheter: cordis vista brite tip 6 french; other: aspirin, clopidogrel, guideliner guide catheter extension 6 french. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a stenting procedure to treat a target lesion in the right coronary artery (rca). Dilatation was performed using a 2.5 x 15 mm trek dilatation catheter and distal embolization occurred in the posterior descending artery (pda). The patient experienced slow flow in the pda and st elevation due to distal embolization. Intracoronary vasodilators were administered and additional dilatation was performed in the pda. A 3.0 x 15 mm xience xpedition stent was then advanced to the rca and implanted. Post procedure, the patient's cardiac enzymes were elevated and a myocardial infarction was diagnosed. No additional intervention or treatment was performed and the patient was discharged to home one day post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported embolism and myocardial infarction are listed in the instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.